Event description:
A surgeon reports that a patient is experiencing a dark area in their vision following intraocular lens (iol) implant surgery. The association between this event and the iol is not known. Additional information has been requested.

Event description:
The reporting surgeon has provided additional information. The patient has also reported glare when looking at lights or illuminated objects.